Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was due to the monitor's electrode belt connector being unplugged from the monitor ca board, damaging j1001 within the connector. The root cause for the unplugged connector was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.